Event description:
Account alleges the bed has no trendelenberg or reverse trendelenberg functions. No patient impact.

Manufacturer narrative:
Account is getting an open on call p4 checks. Technician asked account to check the white wire. The account said that the white wire checked good. Technician asked account to unplug the fifteen pin frame connector and check for the switch continuity. Account stated the checks on p4 are correct. Technician told the account that it sounds like a control board issue. The account gets their boards repaired from another company. No further information is available on the repair of this bed at this time.